Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), and the patient was admitted to the hospital from the emergency room. Two new samples, drawn five hours apart, were tested on an unknown instrument, resulting lower. The customer then repeated all three samples on the original instrument, and the results matched those of the unknown instrument. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Quality controls were within range. The cse ran precision testing which resulted within range. The customer then ran quality controls, which resulted within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.